Event description:
It was reported that during a low anterior resection, there were unformed staples as a result of the anvil not being attached properly. The anvil came loose with the device, was dialed down and the device did not completely cut. Another device was used to complete the procedure. There was not adverse consequence to the patient.

Manufacturer narrative:
Date sent: 5/12/2009. Information anticipated, but unavailable at this time.